Event description:
It was reported that the patient began experiencing cramps in their right shoulder about a month ago, particularly at night when sleeping on that side. The patient suspected the cramps were related to the extension wire in their right shoulder, as it seemed to be moving. The patient denied any falls or trauma prior to the onset of symptoms and mentioned having an appointment with their healthcare provider scheduled for (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID b3400060 serial# (B)(6) implanted: (B)(6) 2024 product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 13-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.